Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Clinical details and data logs were reviewed. The issue cause could not be determined definitively without the product. The root cause could not be determined since the complaint device was not returned for investigation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute decompensated chronic cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Shortly after beginning support, the impella cp exhibited suction and low flows. The pump was explanted and replaced. There was no reported harm to the patient. The patient survived the explant.